Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The IFU was reviewed and found to be adequate. " replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: - canister or tubing has residual urine build-up. - canister or tubing appear cloudy. - canister or tubing appear discolored. - canister becomes cracked. - tubing becomes torn. - purewick external catheter no longer securely connects to collector tubing. "Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d: UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that authority (B)(6) and caregiver (B)(6) called to say that the kit is not suctioning. Did a water test and it failed. Will send replacement. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to say that the purewick kit was not suctioning. Did a water test and it failed. Will send replacement. It is unclear if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. Fa please send bio haz box. (Female wicks used).